Event description:
The customer reported a tilted lens. He/she had a case in which an implanted lucia started to tilt before his/her eyes once it was implanted. And the customer had to replace it with a different 3-piece.

Manufacturer narrative:
The device is not being sent back. Thus, a proper device analysis could not be completed, nor the reported issues confirmed. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factors may have cause or contributed to the damaged haptic is but is not limited to: loading strategy, lens placement technique, accessory device support and poor handling during folding and inserting. Risk assessment has been reviewed within the technical file for hydrophobic lens. Risk assessment identifies decentration/ tilting of the iol inside the eye to potentially because by improper handling during surgery, imperfect surgical procedure. This is seen as a normal event that may result in additional surgery because of impaired vision. This is considered as a serious severity of damage that may result in injury or disability which requires surgical intervention. The likelihood of occurrence is estimated to be remote. The resulting risk is deemed acceptable.